Manufacturer narrative:
Ge healthcare as investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital alleged the presence of mold on the canopy seals of the unit. There was no patient involvement.

Manufacturer narrative:
The customer reported the unit was not affected by the alleged mold. The unit was cleaned by the customer and returned to use.